Event description:
During a follow up call on (B)(6) 2012 regarding an unrelated issue, the daughter stated that the patient is currently hospitalized due to peritonitis. The patient is continuing therapy during the hospitalization. A message was received by baxter from the patient's daughter on (B)(6) 2012 stating that the patient had expired on (B)(6) 2012 due to the peritonitis. Information received from global pharmacovigilance (gpv) date (B)(6) 2012 indicates: on an unknown date in (B)(6) 2012, the patient was hospitalized for infection clarified as peritonitis. The patient denied having information regarding diagnostic tests, medical treatments or interventions performed in the hospital for the infection clarified as peritonitis. On (B)(6) 2012, while hospitalized, pd therapy was discontinued and the patient was placed on hospice care. On (B)(6) 2012, while hospitalized, the patient passed away. Cause of death is unknown. Reportedly, the dianeal solution nor the homechoice machine were causally related to the patient's death. On (B)(6) 2012, the patient death was confirmed. The reporter declined to provide additional information to baxter healthcare.

Manufacturer narrative:
(B)(4). Should additional information become available a follow-up will be submitted. As the product code is unknown, a 510k number was not able to be identified.

Manufacturer narrative:
(B)(4). A batch review was not performed as a lot number was not identified. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.